Event description:
The hospital reported that during a coronary artery bypass procedure, the base of the om-2003s unit kept fracturing when the surgeon tried to lock the device down. This occurred right after he would position and pull the arm to lock it. No pieces broke off the device. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed no nonconformities with the returned unit. A chalky substance was present on the device. There was no evidence of blood on the device. Internal file number - (B)(4).